Event description:
It was reported that a clear link set had separated at the y-site. The disconnection occurred between the rigid component of the y-site and the proximal soft tubing. This issue occurred prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received. Visual inspection of the sample identified that the tubing had separated from the inlet port of the bottom y-site. Further visual inspection of the separated tubing end found that there was no visible solvent plow ridge or residual on the tubing end. The remaining solvent bonds were pull tested and no separations occurred. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.